Manufacturer narrative:
Updated: a4, d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evfxplus-34 device, during advancement of the delivery catheter system, the patient experienced an access site dissection at the right femoral artery. The access vessel had a minimum diameter of 6.3 mm, and the patient's anatomy was noted to be tortuous and calcified. The patient's anatomy was noted to have contributed to the injury during the advancement of the device. Subsequently, the dcs was withdrawn from the patient. The patient had stents placed in the common iliac, external iliac, and common femoral artery. The procedure was ultimately aborted and the case was rescheduled. The patient was alive with injury following the event.

Event description:
It was reported that during a transcatheter procedure involving the evfxplus-34 device, during advancement of the delivery catheter system, the patient experienced an access site dissection at the right femoral artery. The access vessel had a minimum diameter of 6.3 mm, and the patient's anatomy was noted to be tortuous and calcified. The patient's anatomy was noted to have contributed to the injury during the advancement of the device. Subsequently, the dcs was withdrawn from the patient. The patient had stents placed in the common iliac, external iliac, and common femoral artery. The procedure was ultimately aborted and the case was rescheduled. The patient was alive with injury following the event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.